Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported the battery casing was cracked and that there was moisture found in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.

Manufacturer narrative:
Follow-up # 1 date of submission 10/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. There was rust/corrosion observed in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was opened and no further evidence of moisture inside the pump. Unrelated to the complaint, investigation revealed a pump case crack between the case seal and keypad cover.

Manufacturer narrative:
Follow up # 2 date of submission 12/09/2016 ¿ correction to serial number